Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed cassette not properly attached errors present. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The latch lock flex cable was replaced to resolve the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette error. There was unknown patient involvement.